Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead pulled back into the superior vena cava (svc) and was not capturing. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.